Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No pt injury. It was unk what caused the lens to tear. The facility was unable to provide the injector and cartridge model and lot numbers.